Event description:
The customer reported via phone call that the buttons on the insulin pump would not work and then it alarmed button error. Leading up to this, customer had gone on a water raft ride. Customer's blood glucose was 12 mmol/l. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.